Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient stated that sensor was in a brief sensor error state and was unable to provide him with any cgm values. The patient reported that the patient¿s bg levels ended up being ¿extremely high¿ and was hospitalized. The patient did not provide any further event details but stated the sensor ¿may have been a contributing factor because he was not receiving readings from it¿. No patient symptoms, treatment details, or information on the patient¿s length of hospitalization were provided. The patient refused to provide any further event information and only requested to proceed with a replacement. No other patient or event details were available. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.